Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was torn off. It could not be determined when this damage occurred or if this affected the ability of the device to deliver insulin while the device was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 23.3 g/l (419.8 mg/dl) after wearing the pod between 4 and 24 hours on the leg. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).